Event description:
Literature review article "implant-based breast reconstruction: impact of body mass index on postoperative complications and aesthetic results: a 5-year, single-center study" reported "...complications, infections, seromas, dehiscence, capsular contracture grade 2/3/4, and... Hematoma, tissue necrosis and implant rupture." This record is for an unknown side. The device status is unknown.

Manufacturer narrative:
Continued e1 (address, email address): (B)(6). Cont. H.6 (health effect - clinical code): e0307, e2340. Article citation: vaccari, stefano, et al. ¿implant-based breast reconstruction: impact of body mass index on postoperative complications and aesthetic results: a 5-year, single-center study.¿ aesthetic surgery journal, 2023, https://doi.org/10.1093/asj/sjad289. The events of "capsular contracture, infection, wound dehiscence, seroma, and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 2/3/4, infection, wound dehiscence, necrosis, rupture, and seroma.